Event description:
The following was reported to gore: during a scheduled evar for treatment of an abdominal aortic aneurysm on (B)(6) 2022, the patient was implanted with gore® excluder® aaa endoprostheses. The devices were successfully implanted. During the final imaging a type ia or type ii endoleak was identified. As reported, the physician decided to balloon the graft using a non-gore balloon (coda®). During the ballooning a portion of the balloon extended proximal to the graft. A rupture occurred at the time of the ballooning and the patient was converted to open procedure. The patient was reported to be stable and doing fine.

Manufacturer narrative:
Conditions/comorbidities: scoliosis, cad, htn, hld. Medications: aspirin 81mg, atenolol 25mg, ferrous fumarate 325mg, hydrochlorothiazide 25mg, lisinopril 10mg, pantoprazole 40mg, plavix 75mg, simvastatin 80mg. Device not accessible for testing: the medical device remains implanted and was therefore not available for return and evaluation. No device problem found: a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. Known inherent risk of device: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require additional intraoperative procedure time or intervention include, but are not limited to aneurysm rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added component (annex g) code.